Event description:
It was reported that a da vinci si the maryland bipolar forceps instrument was noted to have a problem with the wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of problem in wire. No damages were found to the instrument cables or the conductor wire. The instrument passed electrical continuity testing. The instrument was placed on in-house system and driven. The recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Engineering also found deep scratches and a char mark. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The evidence was inconclusive, but the damage was likely due to mishandling. The yaw pulley exhibited a .0505 char mark near the grip cables grooves. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.